Event description:
It was reported that the user experienced loss of continuous glucose monitoring data display on the ilet when paired with a dexcom g7, and support guided the user to toggle between g6 and g7 and re-enter the four-digit pairing code, after which the user was advised that reconnection could take up to 30 minutes. Symptoms included no glucose values available on the ilet. Outcomes included temporary interruption of dosing automation as dosing was expected to stop soon without cgm data. Investigation included user-guided troubleshooting and education regarding cgm pairing and device settings. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet, with resolution attempted through re-pairing steps consistent with known guidance for signal loss to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was connectivity factors leading to a transient communication loss.